Event description:
Undergoing ercp (endoscopic retrograde cholangiopancreatography) and md unable to advance ercp through duodenal bulb. Egd scope inserted and duodenal bulb stricture noted. Dilated with cre eso/ply/col wire guided balloon, 30 fr and a new 45 fr balloon for under fluoroscopy. Egd scope into questionable area. Procedure stopped and x-rays done. Showed pneumatosis, retroperitoneal air and likely free intraperitoneal air. Possible bowel perforation. X-ray done next day, it showed mild decrease in amount of free air since prior exam. Gb surgery that was scheduled for day of x-ray was cancelled.